Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 5.4. Second test inr = 4.9.

Manufacturer narrative:
Inration precision data provided by end-user lot 060725: first test inr = 5.4. Second test inr =4.9, mean = 5.0; sd = 0.14; %cv =2.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.